Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the inner components of the instrument revealed that the timing was disrupted and a tack was protruding from the tip of the device. The trigger was actuated and the remaining eight tacks deployed but did not seat properly due to the disrupted timing. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a trans abdominal pre-peritoneal repair, the surgeon started to grasp the handle to fire but a strange sound was heard. He/she stopped firing and the procedure was completed with another device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.